Event description:
On (B)(6) 2009, the pt was implanted with two gore tag thoracic endoprostheses to treat thoracic aortic aneurysms and a thoracic aortic dissection. It was planned to cover the left subclavian artery so an axillo-axillary bypass procedure was performed prior to the implantation to secure perfusion to the left upper extremity. The device was placed with a flare intentionally covering part of the left common carotid artery (cca). It was reported that there was no delay in perfusion to the artery. During the procedure, no adverse event including endoleak was observed. On (B)(6) 2009, the pt lost consciousness due to lack of blood circulation to the brain. It was reported the amount of blood perfusion to the left cca decreased. It was confirmed that after the procedure, the device did not move from the position it was originally deployed. On (B)(6) 2009, a metal stent was additionally implanted to secure satisfactory blood perfusion to the left cca. On (B)(6) 2009, imaging showed good perfusion to the left cca. On (B)(6) 2010, the pt was discharged. No further adverse events have been reported.

Manufacturer narrative:
Result - the review of the packaging paperwork verified that this lot met all pre-release specs.